Manufacturer narrative:
Report source: an article titled "percutaneous vertebroplasty in 1,253 levels: results and long-term effectiveness in a single centre" by salvatore masala, roberta mastrangeli, maria chiara petrella, francesco massari, antonio ursone, giovanni simonetti. Method: device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled: "percutaneous vertebroplasty in 1,253 levels: results and long-term effectiveness in a single centre", the following events were reported: two pts developed a clinically silent cement pulmonary embolism. In both cases, embolism was immediately recognized during the procedure and pts subsequently underwent unenhanced chest CT which confirmed the aforementioned. During the procedure, poly (methyl methacrylate) (pmma) was injected into the vertebral body. No additional information was reported.